Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, after an unknown period of time, 'diaphragm elevation' occurred and the patient had slight difficulty breathing. No further patient complications have been reported as a result of this event.